Manufacturer narrative:
H3 product analysis: ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis inside its introducer sheath, inside an open solitaire fr inner pouch, inside a sealed biohazard bag, and inside a shipping box. The unknown medtronic catheter was not returned. Additionally, the catheter's model and size were not reported. Therefore, any catheter contribution, including compatibility, could not be determined. ¿damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. The pusher wire was kinked at ~19.0cm from the distal tip. No other anomalies were noted. ¿testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿ resistance during delivery¿ report was confirmed, as the teardrop struts and pusher wire on the returned solitaire fr 6-30 stent device were kinked. The damage likely occurred when the customer advanced the solitaire fr 6-30 stent device through the catheter against resistance. However, the cause of the resistance could not be determined. Possible causes include vessel tortuosity, an incompatible/damaged catheter, failure to maintain the correct flush rate, rhv being loose during delivery, or a lack of continuous flush with saline/heparinized saline during delivery. In this event, the customer stated that the vessel tortuosity was minimal, there was no kink or damage to the catheter, and a continuous saline flush was administered and maintained, ruling out vessel tortuosity, catheter damage, and a lack of continuous flush with saline/heparinized saline during delivery as possible causes. Therefore, an incompatible catheter, failure to maintain the correct flush rate, or rhv being loose during delivery could have contributed to the resistance failure. Since the unknown medtronic catheter was not returned, and the model and size were not reported, any contribution to the resistance report could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the lesion characteristics were the middle cerebral artery (mca) and the patient's limb function returned to normal after thrombectomy; no disability. A continuous saline flush administered and maintained as indicated in the IFU. There was no kink or damage on the catheter or pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The cause of the resistance was not determined. The replacement stent that was used to complete the procedure and the microcatheter were medtronic products.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during delivery, the solitaire fr thrombectomy stent could not be pushed out while advancing it. Two attempts were made, but resistance was encountered at the distal end of the catheter each time. The stent was then replaced with a new one, and the procedure was completed. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an acute large vessel occlusion. It was noted the patient's vessel tortuosity was minimal. The stroke onset to reperfusion time was 3 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).